Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implant the physician placed the guide wire into the lead finally placed in the lateral coronary sinus vein. The stylet could not be removed, the physician had no choice but to cut the part of the stylet, in order to connect the lead to the can. The lead had been flushed several times during the procedure. No additional information was available.